Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0g4qp, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
(B)(4) (hcp): the health care professional reported that the patient stated the device was removed. The system was removed because it was not put in properly. There were no symptoms reported. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.